Event description:
Repair request initiated for device with report of attachment foot cut by tool. No patient impact reported. Repair request escalated to complaint based on reason for return. No additional information was provided on follow-up.

Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. (B)(4) was initiated to investigate this malfunction. The user manual contains the following warning 'the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." We will continue to monitor this complaint type for trends. (B)(4).